Manufacturer narrative:
The glenoid reamer was returned for inspection since it broke during use. A photo and visual examination revealed the reamer fractured at the locking feature (drive facet). The hardness test was performed and is within specification. Based on its lot number, the reamer has an approximate field age of 1 year and 1 month. The reamer was dimensionally inspected and found to be conforming where measured with the exception of the fractured facet. This device is used for treatment. The investigation concluded that facets are used to absorb the torque and bending forces applied to the reamer from the driver during use. The most likely scenario is that the facets were exposed to greater than anticipated forces during use. No other complaints of any type have been reported for this lot. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
During a shoulder arthroplasty procedure, the surgeon reamed the glenoid and a part of the reported instrument broke off. It is undetermined if a fragment remains in the patient as the device was observed fractured post-surgery in the decontamination room.